Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter was not functioning properly. The customer reported that the lights were not flashing indicating that it may not have been charged properly. Blood glucose level at the time of the incident was 43 mg/dl. No products were replaced or returned for analysis.